Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred while the customer was attempting to deliver a bolus and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. It was indicated the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
.